Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). E3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the patient had a tortuous iliac vein. The filter went through the side of sheath and they had to deploy in the iliac vein through the side of the sheath. The filter was not placed where intended. They got access to the right jugular and attempted to retrieve the filter; however, they were unsuccessful. They placed a different filter from the ij approach. They are planning to evaluate the patient." Patient outcome: accessed two additional sites. The contralateral femoral vein and right internal jugular vein. Attempted retrieval and may or may not require surgical follow-up.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation is based on event description, returned product, and imaging provided. The filter went through the side of the sheath and was deployed in iliac vein, but in incorrect position. After an unsuccessful retrieval attempt from jugular approach a different filter was placed from ij approach. The blue sheath, the introducer, and the long dilator were received for investigation and on the sheath a severe penetration was noted approx. 14cm from distal tip. According to the imaging a right common femoral venous approach was chosen and the initial venogram demonstrates severe tortuosity and enlargement of the right external and common iliac vein. The juxtarenal ivc appears normal. On the subsequent image, and described in the complaint report, the celect platinum ivc filter has penetrated through the wall of the deployment sheath into the external iliac vein. The filter appears mostly pushed through the penetration in the sheath as the secondary arms are fully deployed, however, the primary legs are still clustered together and appear to project over the more distal portion of the sheath, indicating they are likely still within the sheath. The subsequent venogram images confirm the severe tortuosity of the external and common iliac venous system. The complaint report does not describe the events leading to the penetration of the ivc filter through the deployment sheath, except that "the patient had a tortuous iliac vein." In all likelihood, a kink or significant bend developed in the deployment sheath after removing the dilator and wire, due to this tortuosity. When the operator attempted to advance the filter deployment system through this kink or bend, this resulted in a rent/penetration of the filter through the deployment sheath. The IFU states "excessive force should not be exerted to advance the filter through the delivery system." In order to push the ivc filter through the wall of the deployment sheath, this suggests that excessive force was indeed applied while advancing the filter through the delivery system. This complication could have been avoided a number of ways including; by watching the filter advance under fluoroscopic guidance and stopping when resistance was encountered. Or by advancing the entire system, including the deployment sheath, as one unit through the tortuous component of the iliac vein, or by choosing a jugular approach if the patient's anatomy is such that the tortuosity resulted in kinking or significant bending of the deployment sheath. The filter was eventually completely deployed through the penetration in the sheath and a follow-up venogram confirmed the severe tortuosity of this segment of the external and common iliac vein. One of the primary filter legs does appear to extend >3mm outside of the column of contrast, indicating penetration. This likely occurred with the manipulations of the filter, deploying it through the penetration in the deployment sheath or when retracting the deployment sheath along the ivc filter. Attempts at retrieving the filter were unsuccessful, although there are no images or discussion regarding the techniques used to attempt to retrieve the ivc filter. The final image demonstrates an option ivc filter in the infrarenal ivc and the celect platinum ivc filter in the right pelvic region. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.